Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Concomitant product UDI for cylinder is (B)(4).

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis (ipp) device. During a revision surgery, it was confirmed that there was a crack in the cylinder connecting tube from the pump. The pump was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient presented with a non working inflatable penile prosthesis ipp device. During a revision surgery, it was confirmed that there was a crack in the cylinder connecting tube from the pump. The pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Concomitant product UDI for cylinder is (B)(4). Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Microscope inspection revealed the standard inflate/deflate pump had kink resistant tubing (krt) worn to filament; outer layer of pump bulb worn from wear against the pump strain relief krt junction. Krt had a hole in it from fatigue, not passing the test. Leakage testing confirmed the standard inflate/deflate pump had a leak in the krt from fatigue, not passing the test. Based on the available information and analysis results, the mechanical issue and the hole/perforation were most likely due to a leak in the pump krt, as identified during functional testing. This condition could have caused or contributed to the reported clinical observation of a leak in the pump krt, which was determined to be the most probable cause. A conclusion code of cause traced to component failure was assigned to this investigation.